Manufacturer narrative:
Carefusion was not able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 106 hours of extended tests at the customer¿s settings. The ventilator also passed the initial final test and the initial alarm volume test with no issues.

Manufacturer narrative:
(B)(4). Carefusion is still waiting for the device to be returned by the customer. Once received, and the results of investigation becomes available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit was delivering a higher breath rate than expected and that the set tidal volume was set to 350 and during ventilation and it would default back to 500 without any user interaction. There was no report of any patient harm associated with this complaint.